Event description:
Same case as MFR report#: 2134265-2009-06043, 06044. It was reported that follow a coronary artery drug eluting stenting treatment procedure, the patient developed anemia. The index procedure treated a de novo, 100% stenosed, 3.5x70mm lesion in the distal rca (right coronary artery). The lesion was pre-dilated with two balloons and two 3.5x32mm and one 3.5x28mm overlapping taxus express2 stents were implanted, resulting in 11% residual stenosis and timi 3 flow. The patient developed anemia in 2009, and was treated with a blood transfusion . The patient's condition was reported to be improved 2 months later. The investigator assessed the event as unrelated to the stents, but possibly related to bayaspirin.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.